Event description:
It was reported that a patient received a laceration of approximately 7-8 cm to the front of his right lower leg. The patient's leg went behind the stretcher table wheel lock bar, during transfer from a wheelchair to the table by the patient's caregiver. The patient was taken to the emergency room department where he received stitches.

Manufacturer narrative:
Patient's weight was not provided. Ge healthcare's investigation is completed, the system was evaluated, it is operating properly and no sharp edge was found on the wheel lock bar. It was determined that the injury was caused by the patient's leg twisting behind the wheel lock bar. This was not caused by any movement or product failure of the flexi dt table. At the hospital's request the ge healthcare field engineer removed the two wheel lock bar at the right side of the table. No further actions are planned at this time.